Event description:
During routine deployment of this perclose a-t, the flexible "black" portion of the device became separated from the main body at the "metal" section. Surgical removal of the distal flexible portion of the device was needed.